Event description:
A customer observed non-reproducible vitros phyt quality control results while using a vitros 5,1 fs chemistry system. Results of 29.9, 33.1, 32.7, 32.0, 29.5, 32.1, 33.5, 32.6, 33.6, and 34.4 ¿g/ml were obtained using vitros phyt lot 2613-0141-4968 and results of 19.0 and 18.6 ¿g/ml were obtained using vitros phyt lot 2613-0141-4968 when running the vitros tdm pv iii fluid (expected value of 24.44 ¿g/ml). Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. It is unknown if patient samples were tested for vitros phyt during the time frame of this event. There was no report of patient harm as a result of this event. This report is number three of twelve MDR¿s for this event. Twelve 3500a forms are being submitted for this event as twelve devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible vitros phyt quality control results were obtained on a vitros 5,1 fs chemistry system. The issue was observed using two different vitros phyt reagent lots. Results of precision testing demonstrated that the vitros 5,1 fs chemistry system was operating as expected at the time of the event. An ocd field engineer replaced the immuno-wash fluid metering pump, however the investigation cannot conclude that this service action was directly related to the root cause of the event. After completion of this service action, an alternate vitros phyt reagent lot was put into use and acceptable performance was observed. The investigation was unable to determine a definitive root cause. The vitros pyht reagent or protocol factors such as reagent and/or control fluid handling cannot be ruled out as potential contributing factors. In addition, use of an atypical calibration curve also cannot be ruled out as a contributing factor for the magnitude of bias observed. The root cause of this event is unknown.